Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a p procedure, the system was turned on and the image acquisition system (ias) would not move past "system booting". There was no reported impact on the patient.

Manufacturer narrative:
A manufacture representative went to the site to test the imaging system and confirmed the issue with the site. They completed a system checkout the system was functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a procedure, the system was turned on and the image acquisition system (ias) would not move past "system booting".